Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturer were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2012, the patient presented with pre-op diagnosis of l4-5 spinal stenosis , previous l3-s1 posterior fusion , flat back syndrome , previous l3 burst fracture . The patient underwent following procedures: l3-s1 revision laminectomy, complete radical facetectomy. L4-s1 bilateral foraminotomy and nerve root exploration , pedicle screw instrumentation from depuy , repair dural tear, l4-s1 posterior fusion. Per op-notes, " l5-s1 level was approached first, space was sized to appropriate size interbody cage , from interplate corporation, filled with the local bone graft as well as bmp. Next, the dissection was carried out at the l4-5 level cage filled of bmp was impacted into the position and was quite tight. " the patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.